Manufacturer narrative:
The device was returned but the engineering report is pending.  A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During percutaneous transluminal angioplasty (pta) of a moderately to severely calcified lesion in the right common iliac, a 7mm4cm 135 length powerflex pro pta catheter burst when inflated to nominal position at 8, which was held for 15 seconds. There was no reported patient injury and the device will be returned for analysis. The balloon was used to create a pathway in the right common iliac to get to the right superficial femoral artery (sfa) chronic total occlusion (cto). The balloon was inserted, crossed the narrow bifurcation and was placed in the iliac.  The percentage of stenosis was 60%+ in a tortuous vessel in a tight bifurcation.  There was difficulty advancing the balloon catheter through the vessel but it got thru. There was no difficulty crossing the lesion.  The catheter was in an acute bend when crossing the bifurcation.  The balloon catheter did not kink while being used.  There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components.  There were no kinks or other damages noted prior to inserting the product the product into the patient.  The device prepped normally.  The contrast to saline ratio was 50/50.  The same indeflator was used successfully with other devices.  There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. The balloon catheter did not kink while being used.  It was easily removed from the vessel, the sheath, the guidewire and from the guide catheter.

Manufacturer narrative:
During percutaneous transluminal angioplasty (pta) of a moderately to severely calcified lesion in the right common iliac, a 7 mm x 4 cm 135 cm powerflex pro pta catheter burst when inflated to nominal position at 8 atm (eight atmospheres), which was held for 15 seconds. There was no reported patient injury. The balloon was used to create a pathway in the right common iliac to get to the right superficial femoral artery (sfa) chronic total occlusion (cto). The balloon was inserted, crossed the narrow bifurcation and was placed in the iliac artery.  The percentage of stenosis was 60%+ in a tortuous vessel in a tight bifurcation.  There was difficulty advancing the balloon catheter through the vessel but it got through. There was no difficulty crossing the lesion.  The catheter was in an acute bend when crossing the bifurcation.  The balloon catheter did not kink while being used.  There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components.  There were no kinks or other damages noted prior to inserting the product the product into the patient.  The device prepped normally.  The contrast to saline ratio was 50/50.  The same indeflator was used successfully with other devices.  There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. The balloon catheter did not kink while being used.  It was easily removed from the vessel, the sheath, the guidewire and from the guide catheter. The device was returned for analysis. One non-sterile unit of powerflex pro 7 mm x 4 cm 135 cm balloon catheter was returned. Per visual analysis the balloon appeared to have been inflated and deflated. No other anomalies were noted. Per functional analysis a leakage was noted in the proximal section of the balloon. Per sem the leakage appears to have been caused by a rupture on the balloon surface. The pattern observed on the material suggests that the rupture on the balloon surface was caused by a sharp object. The external surface of the balloon revealed evidence of scratch marks adjacent to the balloon rupture. Evidence of minor scratch marks were found on the surroundings of the rupture area. It is very likely that the same factors that caused the scratch marks on the balloon outer surface also contributed to the rupture found on the balloon. The internal surface and the proximal marker band did not reveal any evidence of damages. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17604980 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ was not confirmed due to the technical definition of a burst; however a leakage was confirmed through analysis of the returned device which may appear to the user as a burst. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (tortuosity and a rate of stenosis of greater than 60% with a tight bifurcation) may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review, the procedure films nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.